Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead revision, the physician was unable to reconnect the lead into the header of the implantable cardioverter defibrillator (ICD). The physician was unable to tighten the set screw, therefore they elected to remove and replace the ICD as well. No patient complications have been reported as a result of this event.